Manufacturer narrative:
The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Therefore, the exact cause of the reported event could not be conclusively determined. Since the lot number is unknown, the device history record could not be reviewed. However, omsc has only shipped devices that passed the inspection. In the literature, there was no description of the device's malfunction.

Event description:
On october 19, 2020, olympus medical systems corp. (Omsc) received literature titled "long-term clinical outcomes and risk of peritoneal seeding after endoscopic submucosal dissection for early gastric cancer: a focus on perforation during the procedure". The purpose was to investigate long-term clinical outcomes including peritoneal seeding and overall survival rate following gastric perforation during endoscopic submucosal dissection (esd). In the literature, it was reported that one perforation during esd that suffered from panperitonitis after esd subsequently underwent emergency surgery (wedge resection and primary repair) was observed in 34 patients diagnosed with early gastric cancer and experienced gastric perforation during esd between january 2002 and march 2015 at incheon st. Mary¿s hospital, the catholic university of korea. The esd procedure was performed using a hook knife (kd-620lr; olympus), an insulated-tip knife (kd-61ol; olympus), or a dual knife (kd-650q; olympus), but the model number was not identified. We do not found what devices the surgeon used. Based on the available information, a direct relationship between the olympus product and the observed adverse event could not be determined. However, we assumed that the perforation might occurred during the esd used the knife. Therefore, omsc will submit 1 medical device report (MDR) of the single use electrosurgical knife for one perforation that required surgical intervention.